Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b3.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d6a, d6b, g2, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.